Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed the device was scrapped due to the recharge antenna failure of the no device found message and due to failing on bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their external device. Pt stated that they are unable to recharge the ins because the rtm paddle and cord are heating up. Pt noted the controller was at 100% and the ins was around 50-60% when they started charging. Pt stated after 45m - 1h of recharging, the controller battery depleted to 70%, but the ins battery showed "finished" on 80%, which pss reviewed. Pss is processing a replacement for the rtm. Reviewed the replacement process for repair, per request of the pt. Additional information was received. It was reported that this week they are not able to charge the implant, they are getting excellent quality but ins is not charging. Patient stated they are sitting for hours to charge and ins is not charging. The patient was asked to connect with the controller and controller showed ins red and controller 100% charged. The patient was asked to inspect the recharger (rtm) for damage and hot, patient said there is no visible damage to rtm but the paddle gets warm. Patient mentioned her external devices were replaced already. The patient was asked to start charging the ins and patient said the green light is flashing on the controller, and getting excellent recharging but the ins will not change from red and she has been doing this during this week and getting the same information on the screen. It was confirmed there were no falls or trauma. It was reviewed if issue is not resolved with new rtm patient will need to consult with their healthcare provider's office for next steps. The issue was not resolved. An email was sent to the repair department to replace the recharger device.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says they can't charge their controller and says this started yesterday afternoon. Pt says they have tried resetting controller and tried different outlets. Pt says the ac power cord feels secure when plugged in but the battery in controller wont increment. Pt mentioned they are nervous because their ins is at 40 percent and doesn't want it to go to zero percent. Pt called back stating that they received the replacement ac power supply today and that they charged the controller for an hour and a half, however the controller still didn't take charge. Pt stated that they were panicking because their ins battery was down to 40% and they didn't want their pain to come back; pt stated that their pain was from their sciatic socket all the way down their left leg to the tip of their left pinky toe and from their right socket and their butt cheek all down their right side. Pss had the pt connect the controller to the ac power supply without the battery pack inserted; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed that the ac power supply green light was on, however the controller light was not flashing above the screen. Pt confirmed that there was no apparent damage to the equipment; pt stated that the equipment looked brand new and that they didn't even take the equipment with them anywhere because they misplaced it like three times which scared them enough so they leave the equipment at home. Pss had the pt shake the controller and pt stated that there was a very faint rattling. Pt wanted the controller and battery pack replaced; pss consulted with repair; pss asked the pt if the controller battery wasn't holding a charge and pt stated not really. Pt confirmed that the battery pack was fully seated in the controller and that the controller battery compartment door fully closed when the battery pack was in the controller. Pss re-opened the case to assign case to pss, add the controller/battery pack serial numbers and hcp info to the secure note field and send an e-mail to repair to replace the controller. Pt may call ps back for assistance with pairing the replacement controller to their ins. Pt called stating they received the replacement ac power supply, controller and rtm, but they are still not able to recharge the controller from the ac power supply. Pt rep came onto the line noting that they had to use aa batteries to get the replacement controller paired w/ the ins, but the li-battery pack doesn't work. Pt rep and pt noted the date and time were incorrect on the controller, which pss reviewed. Pt rep noted they tried plugging the controller into the ac power supply for 4h, but the controller wouldn't charge. Pss had the pt remove the li-battery pack and plug the controller into the ac power supply. Pt verified the green light was illuminated on the ac power supply box and the controller screen powered on, but after re-inserting the battery pack into the controller, the pt noted they did not see a flashing green light above the controller screen. Pt verified the battery pack was situated properly into the controller. Reviewed the battery packs were out of stock, but the order for a replacement battery pack would be filled once they become available. Pt noted that the ins was on and providing stimulation in their leg, but expressed concern about the ins no longer being available and having their pain return. Pt stated they had oxycodone for the pain, but asked pss to reach out to t he field for further help. Pss reviewed expectations w/ getting a response and offered to send a message to the field. Information was received from a patient regarding their external device. Pt stated that they are unable to recharge the ins because the rtm paddle and cord are heating up. Pt noted the controller was at 100% and the ins was around 50-60% when they started charging. Pt stated after 45m - 1h of recharging, the controller battery depleted to 70%, but the ins battery showed "finished" on 80%, which pss reviewed. Pss is processing a replacement for the rtm. Reviewed the replacement process for repair, per request of the pt. Additional information was received. It was reported that this week they are not able to charge the implant, they are getting excellent quality but ins is not charging. Patient stated they are sitting for hours to charge and ins is not charging. The patient was asked to connect with the controller and controller showed ins red and controller 100% charged. The patient was asked to inspect the recharger (rtm) for damage and hot, patient said there is no visible damage to rtm but the paddle gets warm. Patient mentioned her external devices were replaced already. The patient was asked to start charging the ins and patient said the green light is flashing on the controller, and getting excellent recharging but the ins will not change from red and she has been doing this during this week and getting the same information on the screen. It was confirmed there were no falls or trauma. It was reviewed if issue is not resolved with new rtm patient will need to consult with their healthcare provider's office for next steps. The issue was not resolved. An email was sent to the repair department to replace the recharger device.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot#serial#: (B)(6), product type: recharger, product ID: 97755, lot#serial#: (B)(6), product type: recharger, product ID: 97745ac, product type: accessory, product ID: 97745, lot#serial#: (B)(6), product type: programmer, patient product ID: 97745bp, lot#serial#: (B)(6), product type: accessory, h3: analysis of the recharger (serial#: (B)(6) found no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.